Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion tech support specialist advised the customer that the most likely cause was a defective alarm pcba, pn (B)(4). The customer never called back to authorize the order.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that that the alarm silence button does not work, the alarm sounds continuously. There is no indication of any harm to the patient.